Event description:
It was reported by the patient that following a spinal cord stimulation lead implant procedure, the patient experienced difficulty sustaining his head, walking with his right leg, using his right arm, and more recently the left arm. He additionally experienced persistent pain, insomnia due to the pain, psychological problems following the trauma of the surgery, memory loss, weight loss, extreme fatigue, and hospitalization. The physician noted the patient developed a nosocomial infection after implantation. A second procedure had taken place approximately eleven days after the implant procedure, however, there has been no confirmation that this was an explant procedure. No further information has been able to be obtained despite good faith effort.